Manufacturer narrative:
The hillrom technician found the caster brake needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. Examine the steering mechanism. Replace or adjust the steering control elements of the steering caster if necessary. Replace the caster if necessary. Troubleshoot in the event of a malfunction. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the caster brake to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the caster brake was not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).